Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty pumphead module (phm). The phm has been replaced. The user interface module master software version is 5.07.00, categorized as unremediated. A service history review has been performed and the device has not been previously serviced by baxter for the reported condition.

Event description:
The facility representative reported a colleague infusion pump which experienced constant false alarms for air in line during biomedical testing. There was no patient involvement, and therefore no patient injury or medical intervention. The software version for this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.